Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of over 823 mg/dl at the time of the incident. The customer was at 75 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting and dehydration. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The caller stated the pump was giving too much in bolus insulin recommending 2800 units and 2600 units as the health care professional had set up the pump with different units of measurement. The insulin pump will not be returned for analysis.